Event description:
The patient reported that they were working outside when they realized their pod had become unstuck. They reported using tegaderm to try to save the pod from coming off. The cannula had dislodged out of the skin and they applied a new pod. The patient started vomiting so they used a fast acting insulin pen. Their blood glucose levels (exact levels not provided) did not decrease and they experienced diabetic ketoacidosis (dka) symptoms so they called an ambulance. At the hospital, the staff took off the newly applied pod. The patient reports they were not in dka when they arrived at the hospital but their blood pressure was the reason for being admitted. The patient stayed at the hospital from (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.